Manufacturer narrative:
The user experienced severe hypoglycemia after use of meal announcements as correction while remaining on ilet therapy. This behavior can result in unintended insulin delivery and is consistent with the observed rapid blood glucose decline requiring ems response and hospital treatment with IV dextrose. Engineering logs were not available at the time of review; however, no ilet device malfunction was alleged, and available information supports a use-related cause. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.

Event description:
On (B)(6) 2025 the reporter reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels of 20 mg/dl following use of meal announcements as correction. The user was transported to the hospital by a caregiver where the user was treated with IV dextrose and discharged (B)(6) 2025. No long-term health effects were reported.